Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5075949) on 28-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergies/ I believe I am allergic to nickel"), autoimmune disorder ("autoimmune symptoms/ increase symptoms of autoimmune disease") and sjogren's syndrome ("sjogren's disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), alprazolam (xanax), bupropion (wellbutrin) since 2018 and cholecalciferol (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), autoimmune disorder (seriousness criteria hospitalization, disability and medically significant), sjogren's syndrome (seriousness criterion medically significant), asthenia ("energy dropped"), lethargy ("lethargy"), alopecia ("hair fell out"), corneal abrasion ("corneal abrasions due to dry eyes") and dry eye ("corneal abrasions due to dry eyes"). The patient was treated with surgery (hysterectomy tomorrow (cervix, uterus and fallopian tubes will be removed)). At the time of the report, the allergy to metals, autoimmune disorder, sjogren's syndrome, asthenia, lethargy, alopecia, corneal abrasion and dry eye outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, autoimmune disorder, corneal abrasion, dry eye, lethargy and sjogren's syndrome to be related to essure. The reporter commented: event date reported 28-mar-2009. She was diagnosed with sjogren's disease r/o lupus and she was struggling to treat it as the medications made her sick. Her physician/obgyn mentioned that there was some evidence of essure causing autoimmune disease. She had never been diagnosed with nickel allergy, but if she wear costume jewelry, she break out in hives. Diagnostic results: on unspecified date the anti-nuclear antibody (ana) was 1:320 and the ssa factor and rh factor were messed up. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5075949) on 28-mar-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergies/ I believe I am allergic to nickel"), autoimmune disorder ("autoimmune symptoms/ increase symptoms of autoimmune disease") and sjogren's syndrome ("sjogren's disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (asa), alprazolam (xanax), bupropion (wellbutrin) since 2018 and cholecalciferol (vitamin d). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization and intervention required), autoimmune disorder (seriousness criteria hospitalization, disability and medically significant), sjogren's syndrome (seriousness criterion medically significant), asthenia ("energy dropped"), lethargy ("lethargy"), alopecia ("hair fell out"), corneal abrasion ("corneal abrasions due to dry eyes") and dry eye ("corneal abrasions due to dry eyes"). The patient was treated with surgery (hysterectomy tomorrow (cervix, uterus and fallopian tubes will be removed)). At the time of the report, the allergy to metals, autoimmune disorder, sjogren's syndrome, asthenia, lethargy, alopecia, corneal abrasion and dry eye outcome was unknown. The reporter considered allergy to metals, alopecia, asthenia, autoimmune disorder, corneal abrasion, dry eye, lethargy and sjogren's syndrome to be related to essure. The reporter commented: event date reported: (B)(6) 2009. She was diagnosed with sjogren's disease r/o lupus and she was struggling to treat it as the medications made her sick. Her physician/obgyn mentioned that there was some evidence of essure causing autoimmune disease. She had never been diagnosed with nickel allergy, but if she wear costume jewelry, she break out in hives. Diagnostic results: on unspecified date the anti-nuclear antibody (ana) was 1:320 and the ssa factor and rh factor were messed up. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.